Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon interrogation, high out of range shock impedance measurements were noted. A gradual increase in shock impedance measurements had been observed, possibly due to calcification on the lead. Commanded shocks were delivered which resulted in a code indicating high shock impedances were detected during shock delivery. An invasive procedure was performed. This device was explanted and the implantable defibrillation lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating noise was also noted on the implantable defibrillation lead along with intermittent undersensing.